Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports today she started seeing no device found message and last charged was last week to 100% troubleshooting performed. Controller 90% ins low reviewed ins needs to charged. Additional information was received from the patient (pt) stating they charged their implantable neurostimulator (ins) three days ago since the ins battery was really low, however they were getting the message of no device found today as they had the other day when the ins was low. Agent reviewed. Pt was charging the controller from the ac power supply instead of recharging the ins with the recharger. Agent reviewed and guided the pt through initiating an ins recharging session. Pt saw the batteries screen; the controller was at 100% and the ins was depleted. Pt saw recharging excellent with the controller light flashing green. Pt said that the ins battery usually lasted like at least a week to ten days. Pt said that they charged the ins to 100% three days ago and they hadn't increased their mobility or anything. Agent reviewed and redirected to hcp.